Manufacturer narrative:
Corrected data h10 - additional narratives/data. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial:(B)(6), lot: a000039434.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on the right lead. As a result, surgical intervention was undertaken wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively. The investigation did not determine which lead recorded high impedances.

Manufacturer narrative:
Date of event is estimated. The event of high impedance was reported to abbott. The patient had impedance issues on the left lead. Right lead was accidentally removed when attempting to remove the left lead. Both leads were replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.